Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated false asystole due to undersensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated undersensing due to loss of contact. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes. It was further noted that the device signal disappeared with too much movement or suboptimal contact within the pocket which resulted in artifact and undersensing. The icm remains in use. No patient complications have been reported as a result of this event.